Event description:
(B)(4). Same patient as 2134265-2011-05893; 2134265-2011-05895. It was reported that during a coronary artery stenting treatment procedure, a step-down occurred. The target lesion was a long lesion located in the mid right coronary artery and extending to the distal right coronary artery with 80% ulcerated stenosis and was 30 mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct stent placement using 3.0 x 24 mm taxus liberte stent. Following post dilatation using a 4.0 x 20 mm quantum balloon, there was a "step down" (decrease in the out flow of the blood at the end of the sent) noted along with an "ulcer" a lesion along the vessel, just distal to the area of post dilation. Subsequently, a second 4.0 x 16 mm taxus liberte stent was deployed in the distal right coronary artery overlapping proximally with the first stent following the post dilatation residual stenosis was 10%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).